Event description:
Upon checking the pump programming logs, there have been multiple motor stalls and recoveries occurring at night. No cause of motor stalls could be determined. The device was explanted and returned for analysis.